Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of excruciating pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling for the reported events of pain and use of device issue: contra-indications; do not inject into the blood vessels (intravascular). Side effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching or pain on pressure or both, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. Method of use & posology: contra-indications, method of use, precautions for use and warnings defined for the needle in this leaflet apply also to the cannula referenced above if used with this product. As precision is essential to a successful treatment, the product must be used by medical practitioners who have undertaken specific training in injection techniques for filling skin depression, volume correction and volume enhancement of the lips. It is important to massage the area treated after the injection in order to ensure that the substance has been uniformly distributed.

Event description:
Healthcare professional reported injecting a patient with juvéderm volift with lidocaine in the periform fossa/nasolabial fold. Later that evening, the patient called the doctor complaining of pain. Hours later, the patient called again noting "excruciating pain." Patient was treated with hylase a couple hours later by another healthcare professional. Symptoms have resolved. The physician attributed the event to the injection technique.